Event description:
Lap chole - "clips fell off, scissored, did not form completely." Patient status: "ok".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.